Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set fell off during use due to adhesive issue event on (B)(6) 2026. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully.